Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information (no logs or no information about faulty part) as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling, the provided information indicated that the customer resolved issue by himself by following the instructions of the technician. No further information regarding this case was available. There was no information about the replacement of any part. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/22/2020. Corrected manufacture date: 11/23/2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).